Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not working. Customer stated they inserted a new battery and got pump error alarm but they could not clear because the buttons do not work. Customer stated they did not hold button for 3 minutes. No harm requiring medical intervention was not observed. The insulin pump will return for analysis.